Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, the patient was prepped for an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) placement procedure using the navarre opti drain. Prior to the procedure the sure lok thread was observed to have digressed from the pigtail. It was reported that the thread showed no signs of glue residue at the end, and no excessive force had been applied prior to the issue occurring. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, the patient was prepped for an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) placement procedure using the navarre opti drain. Prior to the procedure the sure lok thread was observed to have digressed from the pigtail. It was reported that the thread showed no signs of glue residue at the end, and no excessive force had been applied prior to the issue occurring. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter was returned for evaluation and one video was provided for review. The video shows partial view of a drainage catheter taking out from the product package by the clinician. Then the clinician was holding the sure loktm thread which was attached to the catheter hub. However, the distal end of the catheter was not visible. Gross visual, microscopic, functional evaluations and dimensional observation were performed. A complete circumferential break was noted on the distal end of the pigtail thread. The catheter appeared to pigtail(ed) at the distal end. The pigtail thread was observed attached at the seal base adapter thread hole. A complete circumferential break was noted on the distal end of the attached pigtail thread. The surface appeared to be granular throughout. Therefore, the investigation is confirmed for the reported sure loktm thread break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.